Event description:
Customer reported one foot and o-ring was missing - it dropped out during the hand over to the operation and a second stabilizer was used instead. The device was not used on the patient and no patient harm resulted from this complaint.

Manufacturer narrative:
Reviewed the lot history file for lot d410003. All records were complete and the work order of 65 units was manufactured and inspected per procedure. There is a 100% packaging inspection in place which includes 8 different inspection points related to the feet on each unit. All units passed this inspection with no issues. There is also a 100% inspection in place after sterilization to look for this defect and all units were found with feet and o-rings present. The probable cause of this defect was that the o-ring broke in transit and the foot was loose in the tray. When the unit was removed for use, one foot came loose during the hand over process as one o-ring was missing. In depth interview with assembler revealed o-rings were being briefly "soaked" in alcohol during placement rather than just as a lubricant during the loading process as the map indicates. Refresher training was given to the assembler to review the map's and discuss the importance of the accurate execution of the assembly procedures. Probable cause of this complaint was assembler error as alcohol has a drying effect and likely caused o-ring to crack and break. Lot rs9867 of o-rings will be scrapped and replaced.